Event description:
The customer reported that the system displayed problems with the images. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked the kv tracking and ii intrance dose. He ran a filament calibration then adjusted the ii intrance dose to meet specs. He adjusted the camera focus. The system operates as intended.